Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify a21 error test and frozen screen due to blank display. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 297 mg/dl. Customer stated that she had inserted a battery and then received a frozen display. Customer was not using the pump for the summer. It was explained that the pump experienced an unexpected restart. Customer was advised to monitor the pump and call if issues occur. When customer inserted the battery, the pump did not fully start. Customer was seeing a full reservoir and full battery life, then she received a blank display. Customer stated that she does not have a remote to test pump response. Customer reported that she only received the closed circle after the battery was reinserted. Customer was assisted with clearing the alarms. Customer was advised that the insulin pump will need to be replaced. No additional information provided.